Event description:
Patient was revised to address osteolysis, cup loosening and very little poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a loose cup. There was no mention of osteolysis or poly wear. It should be noted that on a previous revision (B)(6) 2009 (B)(4) one of the two screws reported on this com were removed as it was prominent. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided medical records found from a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations. Previous review of the device history records did not reveal any related deviations or anomalies. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The customer reports the patient was revised to address osteolysis, cup loosening and very little poly wear. Doi: (B)(6) 1998 - implanted cup/screws. (B)(6) 2009- implanted liner. Dor: (B)(6) 2012 (left hip) the devices associated with this report were not returned. Review of the device history records did not reveal any related deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.